Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2024).

Event description:
It was reported that during a recanalization procedure of a calcified target lesion, the tip of the catheter allegedly separated after ten seconds of activation. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser cto recanalization catheter was received for evaluation. The distal tip was noted to be separated from the outer catheter but still attached to the inner core wire. Under microscopic examination a tear was noted to the outer catheter. The outer catheter was noted to be frayed. Therefore, the investigation is confirmed for the reported material separation and the identified material tear and material fray issues. A definitive root cause for the reported material separation and the identified material tear and material fray issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 10/2024), g3, h6 (device. Method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a calcified target lesion, the tip of the catheter allegedly separated after ten seconds activation. It was further reported that the device still attached to the core wire. The procedure was completed using another device. There was no reported patient injury.